Event description:
A physician attempted an arteriotomy closure using the starclose device after a diagnostic procedure. The physician depressed the vessel locator button and began to advance the thumb advancer. Once the thumb advance met the finish arrow the vessel locator button opened and was no longer depressed. The trigger was never touched. The physician removed the device and applied manual compression to achieve hemostasis. No pt injury was reported.

Manufacturer narrative:
Based on the investigations findings, the device conformed to specification for a fully "clip deployed" device. There was no abnormal condition, damage, defect or malfunction detected, either externally or internally. The returned device was received in the fully clip deployed state, which is contradictory to the complaint description that stated, "the trigger was never touched". Review of the device history record for this lot did not produce any findings attributed to this incident. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.